Event description:
It was reported when using the bd preset¿ syringe with attached needle, the device experienced safety shield failure. The following information was provided by the initial reporter. The customer stated: the patient, mainly due to cerebral infarction, was admitted to our hospital on may 7, 2022. During this period, an arterial blood sampler was used to collect arterial blood gas analysis for the patient. After opening the arterial blood sampler, it was found that the needle shield was separated from the needle, and the needle was bent, which could not be used normally. Followed by immediate deactivate and replacement, and no similar adverse events occurred after that. No patient harm was caused.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to loose IV shield or bent cannula as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes loose IV shield and bent cannula. Bd was not able to identify a root cause for the indicated failure modes. Our business team regularly reviews the collected data for identification of emerging trends."